Event description:
Reporter stated that the pt's blood glucose was measured, using the suspect device, with back-to-back results of 389 mg/dl, 160 mg/dl, and 162 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.